Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the pump was not calculating the insulin-on-board value correctly. On (B)(6) 2012, the pump displayed an iob value of 3.65 units, and based on bolus doses given, the calculated iob value should have been 1.625 units. The patient did not suffer any injury due to this issue. The issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow up #1 (B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, the insulin on board was noted to be calculated correctly when boluses were performed using the patient's settings. The force sensor was tested and found to be within specifications. An occlusion was induced and the pump emitted the appropriate visual and audible alert. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.